Event description:
It was reported that the preloaded intraocular lens (iol) appeared damaged upon inspection by the surgeon. Account indicated that the haptic was cracked where it joins the optic. The lens did not touch the patient's left operative eye. The procedure was completed using another lens of same model and diopter. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.